Event description:
Device 1 of 3. Reference MFR report: 1627487-2012-04974, 04975. It was reported, the pt had a refrigerator fall on him about three months ago, and since then he felt spikes in stimulation that were unrelated to position. The pt reported, he had allowed the ipg to deplete until the stimulation was off and had not charged the ipg for about three weeks. The pt was unable to communicate with the ipg using his charger after the delay. In addition, the pt was feeling a burning sensation at the ipg pocket site. Follow up identified the pt wanted the system removed, and was to contact a physician regarding the issue.

Manufacturer narrative:
Correction #1627487-12192011-003-r, 1627487-07262012-002-r, 1627487-12192011-001-c, 1627487-07262012-001-c. This ipg serial number was included in field advisories and field corrections. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.